Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient has not been using their ins device therapy for several months and can't tell if it's helped at all, or if the therapy is on or off. Since the patient had biopsy done, symptoms have been much better. The patient is thinking about having the ins removed, but is waiting to speak to their physician first. It was also mentioned that the patient still has gout and doesn't drink water, and has had many urinary tract infections (uti)'s in the past year. The representative spoke with the patient on 22jul2025, and the patient states they are thinking about having their ins removed. The patient stated they will let their representative know if and when they decide to have the implant removed and when their appointment is scheduled.

Event description:
It was reported that a patient has not been using their ins device therapy for several months and can't tell if it's helped at all, or if the therapy is on or off. Since the patient had biopsy done, symptoms have been much better. The patient is thinking about having the ins removed but is waiting to speak to their physician first. It was also mentioned that the patient still has gout and doesn't drink water and has had many urinary tract infections (uti)'s in the past year. The representative spoke with the patient on (B)(6) 2025, and the patient states they are thinking about having their ins removed. The patient stated they will let their representative know if and when they decide to have the implant removed and when their appointment is scheduled.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.